Event description:
It was reported that the cpu is freezing intermittently (system locked up, recovery only possible by cycling power on cpu).

Manufacturer narrative:
Manufacturer's evaluation summary: the device is an installed centralized patient monitoring system that utilizes a sun ultra 10 central processing unit (cpu). The device receives, analyzes and displays patient vital signs data from multiple bedside multifunctional patient monitoring devices through either wired or wireless connections. It is not currently being used on patients as the department was temporarily closed and had not reopended. This unit originally shipped on 09/27/2005. On 12/14/06 the customer called and spoke with welch allyn tech support to report that the cpu was intermittently freezing up, i.e. The system locked up and recovery is only possible by cycling the power on the cpu. This cpu has been returned three times for the same lock up problem since 10/30/06. The memory and the mother board were previously replaced on the previous repairs. Factory service, however, confirmed that the system still intermittently locks up.factory service subsequently deemed that the system is irrepairable and replaced this malfunctioning system with a new systems from stock. The system was loaded with software, configured, and tested for seven days prior to being shipped back to the customer. The old unit will be scrapped as more extensive failure analysis is not currently possible.